Event description:
Information obtained identified the customer replied stating they do not need further assistance, though no further details were provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the power could not be turned on due to a faulty power switch. Cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), that the evis exera iii video system center power switch was stuck. The issue was found during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.